Manufacturer narrative:
(B)(4). Date sent: 11/25/2020 investigation summary the analysis found that one long60a device was returned with no apparent damage and with three ecr60d reload received. The reloads were received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reload b ecr60d, t5d38t, fully fire. Reload c ecr60d, r5905e, fully fire. Reload d ecr60d, t5d95x, fully fire.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information: the case was extended approximately 30 mins due to the device. Plus, when it required 2 to 4 eaches of 15 cm threads were needed to be used to suture the staple line, 8 threads were used. After the 2nd firing, the devices with (B)(4) and u9397t lot number and (B)(4) and t40767 lot number (2 eaches) didn't close the tissue and dragged forward in the 3rd firing performed by closing the jaws, by assuming the staples didn't form the proper b formation. The surgery was completed by changing the cartridges and the staple. This caused crossings on the staple line and serosas and also heavy hemostasis was seen on the vicinity of the 2 previous firings of the same staple. Normally when it required 2 to 4 eaches of 15 cm threads were needed to be used to suture the staple line, 8 threads were used to control the serosas and bleeding. The surgery was extended 30 minutes because of this.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device did not create the correct b formation but completed cutting and closing.